Event description:
It was reported that the patient received an inappropriate shock due to oversensing via reduced intrinsic amplitudes. Also, the device had a battery depletion alert. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.